Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the reported malfunction was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the metal biopsy port on the bronchofibervideoscope came off. The issue occurred during a diagnostic endobronchial ultrasound, which was completed with the same device, and without delay. There were no reports of patient harm.